Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; white contamination was found on the insertion tube, distal end cap and light guide tube. Additional findings are as follows: chipped light cover glasses; adhesive on light cover glasses was worn; stained optical cover glass, adhesive on optical cover glass was worn; distal end cap was worn; distal end adhesive was lifted; stained insertion tube and light guide tube; loose plug body probe unit; water leakage on the suction connector; and the electrical safety test failed. The down/right angle does not meet the standard value. The up/down/left/right angle play does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had white substance on parts of the scope that goes inside the patient's body. The issue was found during maintenance. It was reported that the scope had not ben used in a clinical procedure, and had not been in contact with any infectious diseases. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on results of the investigation, the reported foreign material in the air in the insertion tube could not be identified. And a definitive root cause of the issue could not be determined. However, due to the observe leak at the scope connector, proper reprocessing may not have been possible. The issues may be detected/prevented, by following the instructions for use sections below: gif/cf/pcf-290 series, operation manual chapter 3, preparation and inspection. Gif/cf/pcf-290 series, reprocessing manual chapter 5, reprocessing the endoscope. Olympus will continue to monitor field performance for this device.